Event description:
The customer reportedly received the following results on the accu-chek aviva system within 10 minutes: 245mg/dl, 115mg/dl and 90mg/dl. No reported symptoms. The customer dosed herself with insulin based on the 245mg/dl blood glucose result. The customer did not disclose result of action. No adverse event reported. New system sent to customer and return requested.